Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the glucose monitor had been reading off. She had a reading of 115 mg/dl when the blood glucose was tested at 66 mg/dl. She stated that the labs showed the blood glucose to be 33 mg/dl. The customer was at the emergency room when this occurred. She stated that the blood glucose reading was 10 mg/dl when the paramedics transported her and that her meter read 89 mg/dl. The customer stated that she was treating with manual injection the day before this because the cannula was starting to come off. The drive support cap was normal and recessed. The reservoir showed the same amount of insulin as shown on the status screen. The blood glucose reading at the time of the call was 416 mg/dl and the customer treated with a bolus. The customer had noticed a few bent cannulas on the infusion sets. The customer was advised on the importance of testing the blood glucose when the sensor gives alerts.